Event description:
Pump was received at co's service facility with a vague report that it infused times the amount that was programmed. The note stated it was "set at 100 ml/hr, infused 200 ml/hr." No add'l info has been received. No pt injury was reported.